Event description:
It was reported that during a colectomy procedure, when the device was fired, no crunching sound from the internal washer was heard. The surgeon squeezed the firing handle a second time and it was noticed that the device had cut but deployed malformed staples. The anastomosis could not be achieved, and a temporary diverting ileostomy was performed. It was stated that the pt sustained a myocardial infarction during the case, but it is unk if due to the change of procedure. The device was discarded. Additional information being requested.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. Evaluation summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.